Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit alarming electrical test fail code #50. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Aware date was updated to 08/03/2023.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse verified the issue. The fse then stated that an electrical test fails #50 states an issue with the motor control pcb. So, the fse replaced the motor control pcb and the unit was then working correctly. The unit passed all checks and was cleared for clinical use.